Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an monofocal intraocular lens (iol) was opened not used due to an unfolding issue. There was no patient contact. Through follow up it was learned that the haptic kinked resulting in an unfolding issue. The lens was fully inserted in the patient's left eye and was successfully removed and replaced with another johnson & johnson lens (same model and 17.5 diopter) during the same procedure. There was no patient injury. No further information was provided.